Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of black particles in water and particles in tubic chamber, also alleged headaches, throat irritation and sinus infection. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged visualization of black particles in water and particles in tubing chamber, also alleged headaches, throat irritation and sinus infection. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found base unit was returned missing the accessory flip door. The manufacturer visually inspected the device internally and observed unknown dust/dirt contamination. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The unknown dust/dirt contamination and fibers found on the impeller and blower box was inconsistent with degraded sound abatement foam degradation/breakdown was observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, however presence of contamination in the air path was confirmed. Section h6 were updated in this report.